Event description:
Medical center began using the 2 fr deltec clinicath PICC in june 2005. We have placed 78 of these catheters, and 6 catheter hubs have cracked or broken. There is no repair kit for this catheter, thus the patient must be scheduled for placement of a new PICC.